Event description:
The caller stated she had a tracheostomy tube that leaked around the pilot balloon stem after only a few days. She replaced it, and now the replacement tracheostomy tube was leaking at the pilot balloon seam. The caller did not specify when she removed this replacement tracheostomy tube or whether she replaced it with another, but she did say she would return it. The first tracheostomy tube with leaks is reported on 2936999-2009-00419.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.